Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow -up information revealed the patient decided not to pursue surgical intervention at this time.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 ipgs implanted as part of his scs system. However, this report is referencing the patient's thoracic ipg. It was reported the patient is experiencing pain at the ipg site. The patient stated he no longer uses his scs system due to having a pain pump implanted in his right leg. Subsequently, the patient may undergo surgical intervention as the next course of action.